Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery. According to the reporter: when pulling back on the black knobs after stapler had been fired there was a cracking noise. Not sure if the black knobs were pulled back all the way to release the tissue because scissors were used to cut the remaining tissue away from the stapler. The vessel was sutured to correct this condition. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 mins. There was no reinforcement material used.